Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity related to the complaint observed in black box or download history. Multiple pump not primed warnings observed in the black box. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient experienced elevated blood glucose levels. The patient reportedly woke up with nausea and vomiting and their blood glucose level read "hi" on their meter. The patient checked the tubing and there was reportedly no insulin in the tubing. The patient believed that they had primed the pump properly the night prior. The patient reportedly changed out the cartridge and infusion set 2 times and they were unable to prime the pump. The patient is reportedly able to load the cartridge; however, the patient is not seeing insulin coming out of the tubing when priming. This report is being made based on the indication that the patient experienced elevated blood glucose levels potentially related to the pump not being primed.